Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("2 essure found in omentum"), menorrhagia ("flux menorrhagia (schedule changing on 6 days periods)") and uterine leiomyoma ("type 7 myoma") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain 7/10"), menstrual disorder ("flux menorrhagia (schedule changing on 6 days periods)"), rash ("cutaneous eruption on back a few days before periods"), premenstrual pain ("pre-menstrual pelvic pain 7/10"), arthralgia ("diffused joint pain about 15 days per month"), asthenia ("asthenia"), irritability ("irritability") and hot flush ("hot flashes") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, endometrium resection via hysteroscopy and resection of myoma during intervention for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, uterine leiomyoma, back pain, menstrual disorder, rash, premenstrual pain, arthralgia, asthenia, irritability and hot flush outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, device dislocation, hot flush, irritability, menorrhagia, menstrual disorder, pelvic pain, premenstrual pain, rash and uterine leiomyoma with essure. The reporter commented: the defective sample was not kept by the department. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device dislocation ("2 essure found in omentum"), menorrhagia ("flux menorrhagia (schedule changing on 6 days periods)") and uterine leiomyoma ("type 7 myoma") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had no relevant gynecologic medical history. On (B)(6)2014, the patient had essure inserted. In (B)(6), the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rash ("cutaneous eruption on back a few days before periods"), premenstrual pain ("pre-menstrual pelvic pain 7/10"), arthralgia ("diffused joint pain about 15 days per month"), asthenia ("asthenia"), irritability ("irritability") and hot flush ("hot flashes") and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain 7/10") and menstrual disorder ("flux menorrhagia (schedule changing on 6 days periods)"). The patient was treated with surgery (bilateral salpingectomy, endometrium resection via hysteroscopy and resection of myoma during intervention for essure removal). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pelvic pain, back pain, rash, premenstrual pain, arthralgia, asthenia, irritability and hot flush had resolved, the menorrhagia and menstrual disorder had not resolved and the uterine leiomyoma outcome was unknown. The reporter considered arthralgia, asthenia, back pain, device dislocation, hot flush, irritability, menorrhagia, menstrual disorder, pelvic pain, premenstrual pain, rash and uterine leiomyoma to be related to essure. The reporter commented: lot number unknown. The defective sample was not kept by the department. Patient was in good general state significant positive impact of removal on symptoms except for menorrhagia that was still the same or had worsened but 2 months later most recent follow-up information incorporated above includes: on (B)(6)2019: pharmacist answered to follow up request. The patient was 45 at time of essure removal. The patient had no relevant gynecologic medical history. Essure batch number was unknown. Events started since insertion in (B)(6)(patient 41 year-old at the time). Outcome: consultation 2.5 months after removal, patient was in good general state significant positive impact of removal on symptoms except menorrhagia that was still the same or had worsened but 2 months later. Menorrhagia was the cause of endometrium resection. Causality assessment between the events and essure: potentially yes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of fallopian tube perforation ("2 essure found in omentum / the perforation was bilateral, there was 2 essure implants in epiploon"), menorrhagia ("flux menorrhagia (schedule changing on 6 days periods)") and uterine leiomyoma ("type 7 myoma") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the insertion was difficult on left." On (B)(6)2014. The patient's medical history included gravida ii, parity 1, termination of pregnancy - elective and cesarean section. Patient had no relevant gynecologic medical history. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rash ("cutaneous eruption on back a few days before periods"), premenstrual pain ("pre-menstrual pelvic pain 7/10"), arthralgia ("diffused joint pain about 15 days per month"), asthenia ("asthenia"), irritability ("irritability") and hot flush ("hot flashes") and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain 7/10") and menstrual disorder ("flux menorrhagia (schedule changing on 6 days periods)"). The patient was treated with surgery (bilateral salpingectomy / hysteroscopy, endometrium resection via hysteroscopy and resection of myoma during intervention for essure removal). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, menorrhagia, uterine leiomyoma, rash, arthralgia, asthenia, irritability and hot flush was resolving, the pelvic pain, back pain and premenstrual pain had resolved and the menstrual disorder had not resolved. The reporter considered arthralgia, asthenia, back pain, fallopian tube perforation, hot flush, irritability, menorrhagia, menstrual disorder, pelvic pain, premenstrual pain, rash and uterine leiomyoma to be related to essure. The reporter commented: lot number unknown. The defective sample was not kept by the department. Patient was in good general state significant positive impact of removal on symptoms except for menorrhagia that was still the same or had worsened but 2 months later. The removal of essure was performed on (B)(6)2018 with hysteroscopy, it was not necessary but asked by the patient. No infection of inflammation signs were observed. There was 2 essure implants in epiploon. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Computerised tomogram - on (B)(6)2018: on left, the perforation was on wall colonic gutter. On right, the perforation was on medium location.. Most recent follow-up information incorporated above includes: on 11-feb-2019: perforation questionnaire was received from pharmacist: no information concerning batch number, or insertion procedure. The insertion was difficult on left (new event added).the following events started immediately after insertion: flux menorrhagia (schedule changing on 6 days periods), pre-menstrual pelvic and back pain at 7/10, and diffused joint pain about 15 days per month and cutaneous eruption on back a few days before periods, asthenia, irritability and hot flashes. These events are resolving. The incorrect position of essure was diagnosed on (B)(6)2018. The perforation was bilateral, no organ was perforated. Symptoms: abdominal pain. The diagnostic was performed with CT scan. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.